Event description:
This is a spontaneous case report received from a non-health professional in united states on (B)(6) 2016 which refers to a (B)(6) male baby whose mother had essure (fallopian tube occlusion insert) inserted on an unspecified date. The mother reported that on an unspecified date her baby stopped moving. She went to the hospital and labor was induced because her son's heart was not beating at all anymore. She had a (B)(6) child after having 5 successful childbirths before. The reporter considered the events related to essure. Follow-up information received on (B)(6) 2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her male (B)(6); who was exposed to essure (fallopian tube occlusion insert) in uterus. He was a (B)(6). The reported event is unlisted according to essure's reference safety information. In this particular case, limited information was provided. Neither the complications experienced by the mother nor (B)(6) status were specified. Nevertheless, considering consumer stated she had a (B)(6) (implying an advanced gestational age at the time of the event); a mechanical interference between essure and the developing pregnancy cannot be excluded and the reported event was, thus considered as related to the suspect insert. This case was considered an incident, due to (B)(6) death. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No active follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.